Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced a "bolus effect" after a routine refill session, which resulted in the pt becoming unresponsive. There was an occlusion and a tear/hole that was discovered in the spinal segment of the catheter. The pump was replaced and the catheter was partially explanted and revised. The pt recovered without sequela. The medications being delivered via the device sys were demerol and fentanyl.